Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete. G2: foreign country - italy. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the pressure is not correct. The event timing was during surgery. There is no harm or delay reported. The pressures measured are not reliable. Due diligence is complete.

Event description:
There is no additional information available.

Manufacturer narrative:
Review of the most recent repair record determined the unit had a second cuff leak; however, the repair has not been completed due to quotation hold. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
This supplemental report is being filed under (B)(4). E1: telephone:(B)(6). The following sections were updated. B4, e1, g3, h2, h11. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
No additional information is available.